Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10, h11. Corrected fields: d10, h10. The DHR statement that was previously provided in h10 of the initial MDR was incorrectly reported. The DHR statement does not apply as the helium tank is an accessory to the intra-aortic balloon pump (iabp).

Event description:
It was reported that the rechargeable helium cylinders (code 0075-02-0001-03) and disposable (code 0202-00-0104) do not contain the safety data sheet and the label in italian as required by law. It was also reported that the disposable helium cylinders (code 0202-00-0104) are white instead of brown. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information. (B)(6).

Event description:
It was reported that the rechargeable helium cylinders (code 0075-02-0001-03) and disposable (code 0202-00-0104) do not contain the safety data sheet and the label in italian as required by law. It was also reported that the disposable helium cylinders (code 0202-00-0104) are white instead of brown. There was no patient involvement and no adverse event was reported.